Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro fine plus¿ insulin pen needle was unable to deliver the drug.

Manufacturer narrative:
Investigation: visual examination was carried out on all six samples and photos and it was observed that two samples were bent at the non patient end and three samples were broken at the non patient end. A clog test was carried out on the remaining open sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a bd micro fine plus¿ insulin pen needle was unable to deliver the drug.